Event description:
It was reported that when patient presented in-clinic for follow-up, the estimated longevity showed 4 years to eri. At previous follow-up, the battery voltage had decreased with estimation of less than 7 months to eri. Physician elected to explant and replaced the device. Patient condition was good.

Manufacturer narrative:
The reported diagnostic anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the diagnostic anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.